Event description:
The accounts engineer stated the bed will not stay in the trendelenburg position.

Manufacturer narrative:
The accounts engineer found the trend cylinders were not holding the bed in trendelenburg. Technical support instructed the account to replace the trend cylinders. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.